Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 10 mg/dl; cause was unknown. Reportedly, the customer's service animal alerted the customer that bg level was low, however, no additional assistance was required to address bg level. Customer consumed carbohydrates to address bg level.